Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported that stent thrombosis occurred. Vascular access was obtained via right femoral artery. The 80% stenosed, 12mm x 2.75mm, concentric, de novo target lesion with a bend of between 45 and 90 degrees was located in the severely tortuous and mildly calcified left circumflex artery. A 6f 3.5 non-bsc guide catheter and non-bsc guide wire crossed the lesion. Following pre-dilatation with a 2x9 maverick balloon catheter, a 2.75 x 16 synergy stent was advanced and successfully deployed at 11 atmospheres. Post-dilatation was performed with a 3x8 quantum maverick balloon catheter; however, the physician found slight haziness distally. Subsequently, another 2.75 x 16 synergy stent was deployed across the first stent in an overlapping manner. After post-dilatation with a 3x8 quantum maverick balloon catheter, timi 3 flow was observed and the procedure was completed. No further patient complications were reported and the patient's status was stable.